Manufacturer narrative:
The customer¿s report that the needleless connector disconnected and leaked was confirmed. Visual inspection of the set confirmed that the distal smartsite was broken in half where the white acrylic plastic meets the clear plastic body of the valve. Stress marks were noted at the break site. Functional testing could not be conducted due to the break. Testing of a new unused set with application of lateral force on the smartsite resulted in similar breakage and stress marks. The root cause could not be determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the needle-less connector disconnected and caused a leak during a primary infusion of velitri 1500mcg/ns 100ml at 5.8cc/hr for pulmonary hypertension and was noticed due to the patient's backflow of blood. There was no report of patient harm.